Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
It was reported, maxzero, leak. The following information was provided by initial reporter: on (B)(6) 2025 at 08:00, the connector was found to be leaking when the nurse picked it up to administer fluids to a patient. Product quality was suspected, the connector was replaced and reported to the medical devices department.